Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via telephone call that the customer was hospitalized due to diabetic ketoacidosis. The blood glucose reading was 500 mg/dl. The infusion set cannula was bent. He was wearing the insulin pump at the time of the event and was treated with an insulin drip and manual injection at the hospital. The drive support cap appeared normal and recessed. Insulin did exit with a manual prime and no air bubbles or leaks were observed. The insulin was not expired and the insertion site was not sore or irritated. The insulin pump passed the self test. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.